Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows moderate electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. The screen is pressed in on one place of the upper screen. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The error was by-passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons for ablation and coagulation were activated. These functions have also been tested with a connected foot switch and the device performed as intended. The suction line was tested and is clogged by dried parts of tissue on the section openings. A back flush thoroughly cleaned the line and the suction performed as intended. The customer's complaint was verified and the root cause could not be determined with confidence since the device functioned as intended.

Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the device has an error message stating the product had already been used, but the product's pouch was just open. The procedure was completed with a competitor device. No significant delay or patient injury reported.